Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8.0fr peel-apart sheath, one vessel dilator and one catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Bunching and bends were noted throughout the 8.0fr peel-apart sheath and the vessel dilator appeared bent. The distal tip of the vessel dilator was noted to be fractured. An attempt to load the received catheter into the peel-apart sheath was performed and the catheter successfully loaded after resistance was felt due to the condition of the peel-apart sheath. Therefore the investigation is confirmed for the identified fracture and deformation issue. However, the investigation is inconclusive for the reported difficult to insert issue, as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : see h10.

Event description:
It was reported that during a port placement procedure, the device was allegedly difficult to insert. The procedure was completed by using another device. There was no reported patient injury.